Event description:
This case was initially received via regulatory authority (B)(6) on 15-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine abrasion in (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 3 years 11 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced general physical health deterioration ("bad state") and arthropathy ("a lot of articular problems"). The patient was treated with surgery (removal of essure was performed and uterus and the tubes were removed in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and general physical health deterioration outcome was unknown and the arthropathy had not resolved. The reporter provided no causality assessment for abdominal pain, arthropathy and general physical health deterioration with essure. The reporter commented: her colleague brought back the patient to her home by driving her car. However emergency medical service was called as she was really in a bad state due to pain the past 4 months. She saw a gynaecologist and the general practitioner and no one found the cause. It was also reported that she only had problems since the placement of essure, and kept bad memories of these 4 years. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.634 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.